Event description:
The customer reported receiving an inaccurate reading of 358 mg/dl on their freestyle blood glucose monitor and took insulin accordingly. The customer then experienced symptoms of low blood sugar such has sweatiness and was incoherent. The customer lost consciousness and called the paramedics. The customer was treated with glucose tablets and was not brought to a medical facility. There was no report of death or permanent impairment.

Manufacturer narrative:
The complaint was not confirmed and no new issues or errors were observed during control solution testing. All results were within the range specification. In addition, according to the meter's memory log, the customer received a reading of 344 mg/dl during the time of the medical event.